Event description:
During a coil embolization procedure, the orbit mini complex fill 2x2mml coil (637mf0202/ 15222449) was advanced via prowler 14 microcatheter (mc) that was positioned at the target site, but the physician felt the coil was out of shape and withdrew it to adjust, but found the coil had stretched. Then, withdrew the coil and changed another one to complete the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, only the coil and delivery system were removed from the patient. It was noted that the coil was discarded and the delivery system will be returned for analysis. No kinks were noticed on the mc that may have contributed to the event, and no resistance occurred between coil and microcatheter when being removed. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. A balloon or stent remodeling product was not used during the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. The target aneurysm was located in the acom and measured 2.1mm.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 2x1.5 coil (637mf0201/15250427) was advance via prowler 14 microcatheter (mc) that was positioned at the target site, but the physician felt the coil was out of shape and withdrew it to adjust, but found the coil had stretched. Then, withdrew the coil and changed another one to complete the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. After the event, only the coil and delivery system were removed from the patient. It was noted that the coil was discarded and the delivery system will be returned for analysis. No kinks were noticed on the mc that may have contributed to the event, and no resistance occurred between coil and microcatheter when being removed. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. A balloon or stent remodeling product was not used during the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. The target aneurysm was located in the anterior communicating (acom) artery and measured 2.1mm. One non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube presented several kinks along of it; the introducer was not received for analysis, the support coil presented a tangled condition. Embolic coil was not returned for analysis. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The support coil was inspected under a microscope and the tangled condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The events reported by the customer could not be evaluated since the coil was not returned; it was reported that it was discarded. The cause of the damages found during analysis could not be conclusively determined; however, there is no indication of any issues related to the reported event. Additionally inspections are in place to prevent this kind of failure from leaving from the facility. Although no definitive conclusion can be made it, procedural factors including aneurysm characteristics, device size selection, and device manipulation are factors that may have contributed to the reported events. Neither the analysis nor the DHR suggest that the reported events are related to the manufacturing process. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additionally, the coil was out of shape because it was outside the microcatheter. Additional information will be submitted within 30 days of receipt.